Manufacturer narrative:
The received pod had no evidence of blood on the adhesive pad, the formed needle was visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, the linkage assembly and the formed needle were found fully retracted. The misalignment between linkage assembly and top housing had caused the formed needle not to fully retract. Since there is no evidence of blood on the pod, it could not be conclusively determined if it linked with the reported bleeding event. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod on the abdomen between 1 and 4 hours. A new pod was applied to treat the hyperglycemia.